Event description:
It was reported there will be a revision surgery to remove and replace the implant and screws.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported there will be a revision surgery to remove and replace the implant and screws.

Manufacturer narrative:
A post-operative image provided by the surgeon showed that 3 screws of the right mandible tmj implant component are loose. Therefore, the reported loosening of the right mandible component can be confirmed. Upon review of the new scan, the engineering department confirmed that there was no fracture with the right fossa component detected. It has been previously reported by the principal engineer that the patient has rheumatic arthritis, which may have contributed to the loss of fixation.